Event description:
It was reported by healthcare professional that on (B)(6) 2021 was a mvc, where the pt. Had a thirty-five minutes extrication time. While extrication was going on, fire-medic was in the vehicle and established a humerol io on pt's r/s. I had easy access, confirmation of placement by multiple methods (best, being blood and bone marrow return), io was easily flushed and the IV fluids started for fluid resuscitation started flowing, about half way during extrication, it was brought to my attention that the pt. Had received very little fluid (and this was under pressure, manually). Once, pt. Was extricated IV access had to be established for fluid resuscitation. At the time I didn't think much about it, due to so much trauma on the pt. I assumed maybe that the anatomy (internally) on the pt. Was causing the issue. Needle was removed and a 45 degree angle bend was noted. Add info rcvd 01/21/2022: placement info: r/s humeral. Was there patient harm reported?: no.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of 128120 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (128120) have been reported from the same facility.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, stock samples, customer-provided sample, complaint history, applicable previous investigation(s), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of flow reduction through the extension set was inconclusive. It was indicated that flow was reduced through the bd extension set. The original implicated samples were not returned; however, bd stock samples were evaluated in an attempt to recreate the described experience. It was concluded that flow was not reduced through the stock samples when infused through the proximal (closest to clinician) luer joint. Subsequent tests which included attachment of the included bd io needle likewise found no reduction in flow rate as compared to the extension sets which were unattached to a needle. No abnormalities were experienced within the tested stock devices. It was unknown if the original implicated samples may have contained a condition or circumstance which wasn't present during evaluation of the bd stock devices, and consequently the complaint is inconclusive at this time.

Event description:
It was reported by healthcare professional that on 10th december 2021 was a mvc, where the pt. Had a thirty-five minutes extrication time. While extrication was going on, fire-medic was in the vehicle and established a humerol io on pt's r/s. I had easy access, confirmation of placement by multiple methods (best, being blood and bone marrow return), io was easily flushed and the IV fluids started for fluid resuscitation started flowing, about half way during extrication, it was brought to my attention that the pt. Had received very little fluid (and this was under pressure, manually). Once, pt. Was extricated IV access had to be established for fluid resuscitation. At the time I didn't think much about it, due to so much trauma on the pt. I assumed maybe that the anatomy (internally) on the pt. Was causing the issue. Needle was removed and a 45 degree angle bend was noted.add info rcvd 01/21/2022: placement info: r/s humeralwas there patient harm reported?: no